Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking across the fluid delivery line (fdl) was showing -5.9 on some of the fdl ports in arctic sun device. They would replace the fdl valves. Parts and price provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to failed fdl valves. Serial number for the arctic sun device is included for reference purposes only. When checking across the fluid delivery line (fdl) was showing -5.9 on some of the fdl ports in arctic sun device. They would replace the fdl valves. Parts and price provided by tech support to biomed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking across the fluid delivery line (fdl) was showing -5.9 on some of the fdl ports in arctic sun device. They would replace the fdl valves. Parts and price provided. Per follow up information received via mail on 05nov2024, spoke with biomed who noted a new fdl was ordered for the device. Device was returned to service. Faulty fdl had damaged ports and was disposed of. No patient involved at the time of the malfunction.